Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroplasty surgery, the reload stopped (did not work) and stapling was not completed. The surgeon replaced the reload to complete the case. The event happened during a procedure but the device was not used in patient. There was no patient injury.